Event description:
On (B)(6) 2015, patient was having an esophageal stent placed. After deployment of stent, the green string at the proximal of the stent could not be collapsed. The first stent was pulled down distally into the stomach. A second stent was placed. The string broke on this stent as well. Physician plans to have patient return to gi lab to pull out one stent and readjust the other one. Patient was sedated with mac and heart, oxygen saturation, and bp was monitored.